Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 9 previously reported events are included in this follow-up record.   Product return status 9 devices were received.   Event confirmation status 9 reported events were confirmed. Evaluation results 9 devices were found to be affected by fractured housing.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter.   Product return status: 2 devices were received. 7 device investigation types have not yet been determined.   Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. Evaluation results: 2 devices were found to be affected by a fractured component. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.